Event description:
Philips vss pacs has discovered a potential problem with the philips mdc pacs and intellispace pacs dcx (all versions) while testing in vss pacs lab. Measuring of pixel density and statistics for region of interest presents incorrect values in enhanced mr and enhanced CT images when modality lut is defined in dicom functional group.

Manufacturer narrative:
(B)(4): philips is in the process of obtaining additional info regarding this issue and the complaint is still under investigation. A final report will be submitted once the investigation is completed.